Event description:
It was reported the pt is without stimulation. The pt programmer displayed an error message and the charger was unable to establish communication with the ipg. Charging was unsuccessful on (B)(6) 2014, and the ipg was mobile in the pocket site. Reportedly, the pt was hit on the upper back by a screen door but there was no trauma at the ipg site. X-rays will be taken to determine if the ipg has flipped. Follow-up identified the pt was involved in a motor vehicle accident and had forgotten to report the incident. A surgery consult may occur at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.